Manufacturer narrative:
Bd had received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k had defective stopper molding and there was no blood draw on the tube. No serious injury or medical intervention reported.